Event description:
It was reported that the patient's external unit's power supply was sparking. Unit evaluation revealed the cause of the reported incident was physical damage to the power supply. Issue was resolved by replacing the unit.